Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient had angina and required a target vessel revascularization (tvr). In (B)(6) 2008, the patient presented with recurrent dyspnea on exertion, upper arm pain and was subsequently diagnosed with stable angina (ccs classification: 4). Cardiac catheterization was recommended. The target lesion was located in the mid right coronary artery (mid rca) with 90% stenosis and was 10mm long with a reference vessel diameter of 3.25mm. The physician treated the lesion with pre-dilation and placement of a 3.00x12mm taxus perseus stent, with 0% residual stenosis following post-dilation. In addition, a non-target lesion located in the left anterior descending artery (lad) was treated with pre-dilatation and placement of a 3.00x15mm non-bsc drug eluting stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with chest pain and shortness of breath and was hospitalized on the same day. Coronary angiography revealed 99% stenosis in the proximal rca, which was treated with pre-dilation and placement of a 3.00x18mm non-bsc drug eluting stent, with 0% residual stenosis following post-dilation. In addition, the 90% stenosed lesion in the mid lad was treated with placement of a 3.00x15mm non-bsc drug eluting stent, with 0% residual stenosis following post-dilation. The event was considered as resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).